Manufacturer narrative:
(B)(6). Four portex endotracheal tube returned for analysis. Customer's complaint was not on the device. The three devices that were new were reviewed and found no leaks with the cuff inflated. (B)(4). The problem source is unknown.

Event description:
Information was received that the portex endotracheal tube cuff was inflated and could not be deflated. After that it was unable to be reinflated. The item was replaced with another trach. No reported adverse effects.